Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus) due to an unspecified reason. A secondary 6.0 cm cuff was implanted during this procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted. Additional information was received indicating that the patient underwent the revision surgery due to recurring urinary incontinence. The physician believed that the existing cuff was too loose, and therefore implanted the patient the secondary cuff.

Event description:
It was reported that the patient underwent a revision surgery involving their artificial urinary sphincter (aus) due to an unspecified reason. A secondary 6.0 cm cuff was implanted during this procedure. Further information was requested but not yet received. Should additional relevant details become available, a supplemental report will be submitted.